Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the sheath drew in air when the physician took out the dilator and aspirated. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.